Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a fiber module failure. It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A supplemental report will be submitted upon receipt of additional information. The full name of the initial reporter is (B)(6).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse ran a performance test with a trainer and, fiber optic stimulator, and a test balloon. The fse was unable to duplicate the failure. The unit passed all the functional and safety checks to the factory specifications. The safety disk, tidal disk, and 9v batteries were due to be replaced so they were replaced accordingly. The iabp unit has been returned to the customer and cleared for clinical use.